Event description:
Edwards received information that this bioprosthetic valved conduit, implanted approximately ten (10) years, was explanted due to unknown reasons. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve.

Manufacturer narrative:
(B)(4). It was identified, through review of source documentation provided, that the patient developed severe conduit stenosis of the edwards valve. Echocardiogram demonstrated a maximum instantaneous gradient of 93 mmhg. The device was replaced with another edwards valved conduit. Post bypass tee demonstrated good biventricular function, mild aortic regurgitation, and right ventricular hypertrophy. Patient was transferred to the cardiac care unit in stable condition. The explanted device was not returned to edwards for analysis; therefore, the root cause of this event cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. There are several potential caused for prosthetic valve stenosis (e.g. Calcification, stenosis). In this case, there is insufficient information to conclusively determine the cause of the stenosis. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible at this time.

Manufacturer narrative:
Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.